Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/14/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site in a little jar with liquid. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If explanted; give date: n/a (not applicable). Planned explant (B)(6) 2019. (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was implanted in the patient's left (os) eye on (B)(6) 2018. The surgeon planned a lens exchange on (B)(6) 2019 at the patient request due to dissatisfaction of an unexpected postop refraction. No additional information was provided. The patient has bilateral implants. This report represents the left eye and a separate report is submitted for the right eye.